Manufacturer narrative:
Investigation summary: eight used samples were returned to bd for evaluation. The samples were leak tested at 8.7 psi according to t400sp. A crack on four samples was observed on the ports of housing component that leads to the leakage. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7125506. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on sample evaluation, we found that crack leads to leakage; however, we were not able to associate this crack to the mfg process. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. Process fmea rm5864 was reviewed and there are proper controls in place to detect product malfunctions. Always refer to IFU for product usage recommendations. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Root cause description: based on investigation results to date, root cause for manufacturing process cannot be determined.

Manufacturer narrative:
Initial reporter facility name: first affiliated hospital of (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a crack in the bd connecta¿ plus stopcock, and medication leaked from the product. It is unknown, and not reported, if there was injury or medical intervention.